Event description:
Caller states that they tested at 83mg/dl and took 34 units of insulin a half hour later. She reports that she ate an hour after dosing with insulin. Approximately 4.5 hours later the paramedics were called and tested customer at 36mg/dl on their device. Customer received glucose IV and juice. Customer reports that 20 minutes after treatment she tested at 500 mg/dl. No qulaity controls were used. Requested return of suspect device and replacement was sent.